Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that an italian patient had developed an irritation of weeping skin underneath the therapy electrodes. The patient's dermatologist suggested clobesol, a cortisone cream. Patient also talked with his person al physician and it was decided to end use. During a follow-up, it was reported that the patient's irritation healed.